Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, air detector problem, which was not reproduced due to a reload set alarm. The symptom was confirmed through a review of the device event history log as air in line alarms. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to make the pump more sensitive to false air in line alarms. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.